Manufacturer narrative:
The complaint states the revision of mom and tps stem hip implants due to pain and alval. (B)(4). No medical records or products were returned to confirm this. Notification was received stating that no further information or return of parts is available. Without further information the root cause of the complaint cannot be determined. A review of manufacturing records and complaints database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion. If further information is received the complaint shall be reopened and investigated further. No further actions are required. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of mom and tps stem hip implants due to pain and alval. Implanted in (B)(6) 2003, revised in (B)(6) 2012.